Manufacturer narrative:
Even date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of dystonia. It was reported lately the implant battery was not holding its charge as long and they were having to charge more frequently. Caller then noted that the patient was using a lot of voltage, almost at 9v. The caller confirmed the patient programmer showed on and ok and voltage was on. The caller was wondering if this was a sign the battery was close to end of life. The caller confirmed they changed the setting recently. The caller explained that the voltage had stayed pretty much the same within a tenth. The caller stated the frequency and pulse width had changed a bit and they went down lower from 150 to 145. The caller stated they usually charged when the battery was about 1/4 left and they try not to wait until the implant battery goes all the way down; this only happened accidentally. The caller stated when they charge they very seldom charge all the way to 100%. No complications were reported or anticipated.